Manufacturer narrative:
A ge representative evaluated the system, and replaced the batteries and battery charger. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported a precharge error. No patient injury was reported.